Event description:
It was reported that right hip revision surgery was performed due to metallosis and highly elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 60mm bhr cup in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and IFU review could not be performed. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The clinical information provided of the elevated metal ion levels is not supported at this time because no levels have been provided to review. The small amount of metallosis and greenish discoloration to the synovium surrounding the hip and deep to the cup at several locations may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation